Event description:
It was reported by a sales rep that, after an unknown respiratory surgery, in the ward / ICU, the protruding part for inserting the reservoir connector broke off during use. Further details are not provided from the hp. No sample will be returned. There were no adverse consequences to the patient. Affiliate reference number is (B)(4).

Manufacturer narrative:
Product complaint (B)(4); additional information: h6 component code: g07002 - device not returned. Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. - what is the lot number? Unk. - was leakage observed? No. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.